Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt) stating that they needed regular reprogramming. They have an upcoming appointment with a manufacturer representative (rep). Technical services redirected the patient to their healthcare provider (hcp) and emailed local reps.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They repeated previously documented information regarding an accident on september 29 and stated, although their implant did not move in the accident, they feel like the therapy was not working as well since then, especially in their right leg. Patient mentioned working with manufacturer representative (rep) in person and over the phone since then and mentioned having seen healthcare provider (hcp) as well. Patient stated hcp told them to get a hold of the rep and the rep told them to get a hold of patient services. Agent redirected to hcp to further address.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated they were in a real bad car accident on (B)(6). Agent asked, patient said they didn't know if they had noticed a change in stimulation or if the stimulator was in a different spot, but said there were times they hurt and they just didn't know if they needed to change the settings or what. The patient was redirected to their healthcare provider to further address the issue and check the implanted components. Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they were in a car accident on (B)(6), and since then, they had been hurting real bad where the implant was. Technical services clarified, that patient was not getting as much pain relief in his right leg as before the accident. Before the accident, patient could feel the tingling with his cough, but now he couldn't feel it. Patient also mentioned that it was almost impossible to charge the implant on excellent, it took all day long to get it up 1% from 1 to 10% and it was kind of hard to get the white dot on the belt in the right spot. Agent asked patient if it was possible that the implant has moved in between, and patient said no, the implant was not at an angle. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.